Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the pump black box showed evidence of a sudden drop in vp and vm voltage resulting in a low battery warning and a replace battery alarm on (B)(4)-2018. During investigation, the pump powered on with the returned battery cap; the battery cap was able to fully tighten. A battery compartment crack was observed. There was no evidence of moisture inside the battery compartment. The pump was tested for a minimum of 12 hours with a one unit per hour basal setting with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The power flex and components were inspected with no defects found; there was no damage observed to power circuit. A battery was not returned with the pump. The complaint of the pump overheating was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.